Manufacturer narrative:
According to the report, the stent was already broken in inner of human. Fracture can be occurred by other company's device as well as ours. It is affected by patient's lesion status, peristalsis of organs, and drug use in general. The pylorus where stent was implanted is curvy and especially, has a lot of momentum. Stent can be frequently pressured due to patient's lesion status and fracture be possible. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. However, the stent was removed from the patient, but was broken, and it is impossible to perform precise examination because the product was not returned. It is considered that fracture was occurred due to complexity of patient's lesion status and stent implantation. Also, it is difficult to reconstruct the situation at the time of procedure with limited information. This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
On (B)(6) 2017: the stent was placed against pyloric stenosis. On (B)(6) 2018: during the examination, the stent that should have been sticking out into stomach was found to be fractured. The fractured stent in round slices was removed. On (B)(6) 2018: another stent (not niti-s) was placed at the location. Physician's comment: it seemed to be caused by metal fatigue.